Manufacturer narrative:
(B)(4).

Event description:
It was reported that a steady increase in high voltage lead impedance was observed since the lead was implanted. High voltage lead impedance was confirmed with further testing. A lead revision was recommended, and the patient was stable. The physician decided not to take any actions and the lead remains implanted.